Manufacturer narrative:
Journal reference: brody, et al. "Laparoscopic insertion of gastric electrodes for electrical stimulation." Journal of laparoendoscopic & advanced surgical techniques; vol. 17, number 1, 2007 p. 1-6. See scanned pages.

Event description:
Journal reference: birody, et al. "Laparoscopic insertion of gastric electrodes for electrical stimulation." Journal of laparoendoscopic & advanced surgical techniques; vol 17. Number 1, 2007 p. 1-6. The paper describes in detail the laparoscopic technique for implanting gastric stimulating wires for gastroparesis in 31 pts. Two pts with gastrointestinal tubes developed cellulitis around the generator pocket, approx 36 hrs after implantation. The cellulitis was eradicated after antibiotic treatment.